Event description:
There was an allegation of questionable high total psa elecsys e2g results from the cobas e 801 analytical unit. The initial result was 100 g/l. The repeat result using a dilution was 5000 g/l with a data flag. On (B)(6) 2026, the sample was repeated using peg, and the result was 100 g/l. The physician believed that this was not reliable, especially as the patient didn't have any symptoms and was being tested as a routine check.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). Sample material from the patient was requested for investigation.

Manufacturer narrative:
Additional information was received regarding the involved patient: based on the results, the patient was referred to the urology department and has since been diagnosed with metastatic prostate carcinoma. Initial radiology findings showed little cause for suspicion; however, metastases were subsequently identified on a bone scan. The psa level was checked and found to be 8159 g/l. It is unclear which platform was used for this measurement. The patient is currently being treated with apalutamide and firmagon. Medwatch fields b7 other relevant history and d10. Concomitant medical products and therapy dates were updated. The received patient sample material was tested, and the customer's results were confirmed. Based on the investigation results and the updated patient information, the investigation determined there was no malfunction of the device. No product problem was found.